Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon a routine device follow up visit, the physician noticed that the patient had several events but when clicked on, a message came up that electrocardiograms could not be created for the events. The device remains in use. No patient complications have been reported as a result of this event.